Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. The customer confirmed pump display turned on when plugged into a power source. The customer's blood glucose level was 152 mg/dl. Reportedly, the customer pressed the wake button with more force, and the screen turned on. The customer continued to use the pump for insulin therapy.